Manufacturer narrative:
X-rays, surgical reports were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted with an unknown hip insert on (B)(6) and the patient felt instable and had pain in his right hip on (B)(6). The patient was revised on (B)(6) due to fracture of the ceramic head, worn inlay, luxation and massive metallosis. It was also reported that the head was broken two years ago but not revised due to secondary diagnoses concerning anesthesia. Due to immobilization and luxation, the patient needed to be revised now.

Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Additional information was requested at complainant the latest one on november 6, 2017 but was not available. Trend analysis: no trend considering the following event was identified: revision due to implant breakage. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The lot number of the head could not be identified as the serial number of the head is not possible to read due to fractured head. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: event summary: it was reported that a patient was implanted with a fitmore hip system on (B)(6) 2004 and underwent a revision surgery on (B)(6) 2017 due to ceramic head fracture, worn inlay, massive metallosis and luxation of the hip without trauma. The head was broken two years ago but not revised due to secondary diagnoses concerning anesthesia. Now, due to immobilization and luxation, the patient needed to be revised. Review of received data: x-ray: - lateral view right hip, ap view pelvis x-ray dated (B)(6) 2017: femoral head of the right cemented tha is seen to be broken into pieces. Femoral stem is not centered in the acetabulum anymore and dislocated. Acetabular cup is noticed to have an inclination angle of approx 45°. Lat view right hip x-ray dated (B)(6) 2017: post-op view after the tha was revised. - revision surgery noted dated (B)(6) 2017: indication: on (B)(6) 2017 in the morning in the bath, the patient experienced spontaneous instability associated with pain in the right hip. Until the event, he had been mobile for years using a walking frame in a retirement home. Two years ago, as part of a follow-up visit in the hospital, a revision surgery on the right hip was recommended, but had been rejected due to secondary diagnoses concerning anesthesia. Anamnestic, the ceramic head was already broken at that time. Operation: massive metallosis also in the area of the lateral vastus and the completely detached hip abductors. Removal of ceramic pieces. Carefully preparation of the cup, cutting out a lot of metallosis debris. Complete capsulectomy. Exposition of the cup and further debridement. Complete removal of the inlay. Rinsing and insertion of a new highly cross-linked inlay (durasul) 54/32. Exposition of the stem. Despite the deformed cone, a new ceramic head of size 32s with sleeve could be inserted. This holds despite deformation of the cone. This is accepted for this sick patient and it was decided not to change the stem. Reduction and very stable situation in extension and external rotation and in flexion and internal rotation. Devices analysis: - visual examination: only the ceramic head was received for the examination. The lot number of the head could not be identified as the serial number of the head is not possible to read due to fractured head. Six large fragments were received, three of which could not be assigned to a location of the ceramic head. 14% of the implant volume is missing. Inspection of the cone surface and bottom: fragment 3 shows severe secondary metal transfer, fragments 1 and 2 show as well as one of the unassignable fragments show minor secondary metal transfer. No traces of blood were found on the fragments. A total number of three small fragments was delivered as well. Inspection of the fracture surfaces: severe secondary metal transfer is visible on the fracture surfaces of fragment 3. Inspection of the articulating surface: metal transfer is visible on fragment 3. Determination of material properties: the density of all large fragments is => 3.97 g/cm3, the specified value is=> 3.96 g/cm3. Root cause analysis root cause determination using dfmea: - fracture of head due to due to insufficient material thickness (wrong design) => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - loss of connection, fracture of ceramic head due to inappropriate design concerning pull-off/torque strength of the head on the stem taper => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - loss of connection, fracture of ceramic head due to particles between stem and head taper => possible: there is no information available confirming that, however it cannot be excluded. - fracture of head to due stem taper corrosion (increasing of volume) due to wrong material pairing => possible: material pairing is unknown - mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset => possible: no other components are known. - high wear, head fracture due to wrong raw material selection => possible: quality documents for the material could not be reviewed, but the density measurements show results which are in accordance with the specification. - compromized taper fixation strength, fracture of implant due to high patient activity, patient disregards limits of the device => not possible: patient was using a walking frame - loss of connection, fracture of ceramic head due to use on a used or damaged stem taper => possible: it is not known if the stem was damaged during the operation, therefore cannot be excluded. - increased wear, fretting corrosion on stem taper (lever torque) due to patient with high body weight => not possible: patient bmi=22.4 conclusion summary according to the information available at the hand, patient underwent a revision surgery on (B)(6) 2017 due to head breakage after 13 years in-vivo time. However, it has been noticed from the revision surgery notes that the head was broken 2 years prior to revision surgery. The broken ceramic head was received for the investigation of the case. Parts of the head are missing. In total 14 % of volume of the femoral head is missing. Therefore, fracture origin could not be identified. No other components of the tha is known. The review of the DHR and the respective quality data for the ceramic head could not be reviewed due to absence of lot info of ceramic head but the density measurements show results which are in accordance with the specification. Possible reasons of the head breakage can include wrong position of the tha components, misalignment of the head on stem taper, 3rd body particles left between stem and head taper during op, wrong size of head offset, patient disregarding limits of the device, use of the head on a damaged stem taper and not allowed/wrong combination of the zimmer head. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).